Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the patient's infusion did not complete as scheduled. The pump was alarming status unknown. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.